Event description:
A (B)(6) male pt contacted zoll customer support to report that there were wires exposed on his monitor. During equipment replacement a zoll pt service rep (psr) contacted zoll customer support to report that the wires were exposed on the electrode belt and not the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon receipt the trunk cable connector was broken from the trunk cable and the distribution node to rear therapy electrode cable was pulled from the strain relief. The root cause for the disconnected trunk cable connector and the pulled cable cannot be positively determined but is likely physical abuse. No adverse event occurred due to the broken connector and pulled cable. The pt was issued a replacement electrode belt.